Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Pqe investigated the alarm-3 (missing high or low glucose) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3 cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complained is unknown pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue the available tripped trend reports for libre sensor and alarm-3 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported her glucose dropped to 3.2 mmol/l while sleeping and the low glucose alarm did not sound, resulting in her experiencing "severe hypoglycemia" and a seizure. Customer further reported she was hospitalized and no further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. Customer reported her glucose dropped to 3.2 mmol/l while sleeping and the low glucose alarm did not sound, resulting in her experiencing "severe hypoglycemia" and a seizure. Customer further reported she was hospitalized and no further details were reported. There was no report of death or permanent injury associated with this event.